Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The physician noticed leakage at the catheter hub. So, the planned procedure was completed by using a new competitor device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details have been requested but are currently unavailable.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje e1- customer person: postal code:(B)(6), phone: (B)(6) mobile: (B)(6). G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9 - product received on, h6 - annex g. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the preliminary device failure analysis performed on 19aug2024, an additional pinhole leak in the shaft of the catheter was identified.

Manufacturer narrative:
Correction: d4- model#. Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The physician noticed leakage at the catheter hub. So, the planned procedure was completed by using a new competitor device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. During the preliminary device failure analysis performed on (B)(6) 2024, an additional pinhole leak in the shaft of the catheter was identified. Reviews of the documentation, including the complaint history, device history record, specifications and instructions for use (IFU), as well as visual inspection and functional test of the returned product, were conducted during the investigation. The ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in an opened, used and damaged condition. The investigation confirmed leakage at the cap and mac-loc connection site. The device passed the gap gauge requirement regarding the cap and mac-loc connection site. It was confirmed there was a pinhole in the shaft of the catheter through which liquid was leaking. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot for the same device concerning a separate failure mode. Cook also reviewed product labeling: the instructions for use (IFU) [t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.